Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom includes drainage at the site. The physician believed that the infection was not device or procedure related. The patient was given antibiotics and underwent an explant procedure. The patient was doing well and the infection has cleared up.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 159632203, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.